Manufacturer narrative:
Examination of the returned items finds nothing outward to indicate product error. Device history record review is not possible, as the lot code for the depuy device is not known. The femoral head associated with the reported event is not a depuy manufactured device. This use of competitor manufactured product with the depuy device is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised due to pain.